Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain attributed to an unresurfaced patella. Mild poly wear and osteolysis were also found.

Manufacturer narrative:
Depuy material science examined the submitted device and confirmed anticipated wear for a polyethylene knee device in vivo for approximately fifteen years. The device history records were reviewed and no manufacturing deviation, material defects, or anomalies were found. No evidence was found of product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.